Manufacturer narrative:
Exact date of event is unknown, however myopic symptoms were identified first week post-op. If explanted, give date: not applicable, as the lens remains implanted; therefore, not explanted. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient appears to be about 1.5d myopic, two weeks after post implantation of a zxr00 24.5 diopter intraocular lens. The customer noted that the patient previously had a refractive surgery, using all the usual tools to correct for this. The patient also had posterior capsule opacification (pco) and that visual result will not be revealed until a yag is performed. 20/80sc (sans correction); 20/40 with -1.50, ph (pinhole) 20/20. At a later date additional information was received: the lens was implanted on (B)(6) 2016 and myopic surprise was identified during first week post ¿op. The patient is experiencing good near vision but poor distance vision. Symptoms are noted to be impacting his daily life and patient cannot drive during the day or night. Visual acuity post op versus current is 20/80sc with -2.00 20/30+. The patient underwent yag capsulotomy on (B)(6) 2016. No further treatment or prescription has been given to the patient. The physician is currently holding off on surgery for the second eye.